Event description:
Caller reported a malfunction on the pump, specifically malfunction 12, but there were no notable events leading up to the incident. There was no adverse impact to the customer¿s blood glucose level. Customer did not have the most up-to-date software, and this issue had occurred previously. Technical support arranged for a replacement pump with updated software and advised the customer on backup insulin therapy, storage mode, and return procedures. Customer was instructed to return the faulty pump within 10 days to avoid charges and to program and connect their cgm to the new pump.